Event description:
Infant nasal CPAP cannulas by hudson rci size 0-5 have a mfg defect. The inner lumen of the prongs that are inserted into the infants nose are occluded by plastic material. When the bar the prongs are protruding from is cut lenghtwise a narrowing or thin film of material covers over the inner lumen by 60% or greater. This obstruction to spontaneous respiration increases work of breathing and may result in true pressures being read on the manometer but not transmitted past the stricture. A false pressure reading may also prevent the vent from alarming in the case of a disconnect.